Event description:
It was reported that, during a ureteroscopy (urs) procedure using a zero tip basket, one of the wires broke off halfway during the procedure, and the basket stopped opening and closing. Also, it was reported that the pull wire was broken. Another zero tip basket was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pullwire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pullwire break.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2024. During the procedure, the physician experienced multiple opened and closed activation, and insertion and removal. One of the wires broke off halfway during the procedure, and the basket stopped opening and closing. Also, it was reported that the pull wire was broken. Another zero tip basket was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.